Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralight st (device #2) used to treat the patient. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventralight st (device #2). An additional emdr was submitted to represent the bard/davol composix kugel (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol bard soft mesh device. Not returned.

Event description:
Attorney alleges that on (B)(6) 2004, the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch (device #1). It is alleged that on (B)(6) 2014, the patient underwent surgery for implant of an unspecified bard/davol ventralight st (device #2). As alleged, the patient underwent surgery for implant of an unspecified bard/davol bard soft mesh. As reported, the patient is only making a claim for an adverse patient outcome against the composix kugel hernia patch (device #1) and ventralight st (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient''.